Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
The patient presented to the clinic with fatigue and dyspnea within a month after having an implantable pulse generator (ipg) and two leads implanted. A chest x-ray indicated an enlarged heart, and an echocardiogram showed a very large pericardial effusion with tamponade physiology. The patient required surgery to have a pericardial window made for the drainage of the pleural effusion. The ipg and leads remain in use. No further patient complications have been reported as a result of this event.